Event description:
A consumer reports that the following bilateral intraocular lens (lol) implant surgery, she is unable to read small print without bright direct light. Right eye: MDR #1119421-2007-00237. Left eye: MDR # 1119421-2007-00238.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported for this lot number. Add'l info was requested on 5/13/2007, 5/14/2007, and 5/25/2007 by phone, mail and fax. Add'l info was received 6/1/2007 by fax.